Manufacturer narrative:
Root cause: the finished good scalpel (part number d6303) contains a raw material (part number 4-dsm0391) that is supplied to deroyal by (B)(4). Thus, a supplier corrective action request (scar) was issued march 28, 2016, to (B)(4). In its response, the supplier reported the returned samples were found to be within manufacturing specifications. Therefore, a root cause has been identified as excessive force by the end user. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary: an internal complaint ((B)(4)) was received reporting that a scalpel (part number d6303) broke inside a patient during a surgical procedure. A second procedure was required to retrieve the device fragment. The defective sample was returned april 5, 2016, for evaluation. The customer returned the defective sample as well as unopened devices, which were forwarded april 20, 2016, to (B)(4) for evaluation. Because the received sample was contaminated, decontamination was required prior to shipment to (B)(4). (B)(4) responded to the scar on may 9, 2016. In its response, the supplier reported the returned samples were checked for heat treatment hardness and found to be within the manufacturing specifications. Additionally, (B)(4) found that (B)(4) stainless steel blades were manufactured as part of the reported lot number and no other complaints were received reporting blade breakages. Due to the device being within manufacturing specifications, the supplier indicated the root cause could be excessive force applied by the end user. The blade was used in an arthroscopy procedure; therefore, any excessive lateral pressure or twisting applied in and around bone during the procedure could cause the blade to break. (B)(4). Preventive action: due to the investigation and root cause determination, a preventive action is not being taken. This investigation is complete. If any new or additional information is received, this report will be updated.

Event description:
During a shoulder arthroscopy procedure, the blade broke within the arm of the patient. The surgeon was unable to locate the blade. A second operation needed to be completed the day after the incident in a different hospital.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received reporting that a scalpel (part number d6303) broke inside a patient during a surgical procedure. A second procedure was required to retrieve the device fragment. The defective sample was returned april 5, 2016, for evaluation. Finished good (B)(4) contains raw material (B)(4), which is supplied to deroyal by (B)(4). Thus, a supplier corrective action request was issued march 28, 2016, to (B)(4) and is due may 9, 2016. This due date is exactly 30 working days from the day the complaint was received. The defective sample was forwarded (B)(6) 2016, to (B)(4) for evaluation. Because the received sample was contaminated, decontamination was required prior to shipment to (B)(4). The investigation is incomplete at this time. If new and critical information is received, this report will be updated.

Event description:
During a shoulder arthroscopy procedure, the blade broke within the arm of the patient. The surgeon was unable to locate the blade. A second operation needed to be completed the day after the incident in a different hospital.